Event description:
Distributor contacted dexcom technical support on behalf of patient on (B)(6) 2015 to report continuous glucose monitor (cgm) inaccuracy compared to blood glucose (bg) meter on (B)(6) 2015. Patient inserted sensor into arm. Distributor did not report any injury or medical intervention.